Event description:
It was reported that an alarm due to zero ml reservoir volume reached was heard and confirmed by telemetry. Pump interrogation indicated that the reservoir contained over 10ml volume; however, the pump had been alarming due to low and then empty reservoir. The event indicated an erroneous reservoir volume alarm. Troubleshooting was performed to update the pump. No patient symptoms were reported. The device system was used to deliver bupivacaine. It was later reported that the nurse followed the protocol provided by technical support to clear the pump alarm. The patient had no issues with pain control.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8 591-38, lot# d01050, implanted: (B)(6) 2012, product type accessory; product ID 8840, serial# unknown, product type programmer, physician; product ID 8840, serial# unknown, product type programmer, physician. (B)(4).